Manufacturer narrative:
Age at the time of event: (B)(6).

Event description:
A report was received that the patients was experiencing inadequate stimulation. It was also reported that the patient was having high impedances on the leads. The patient underwent an explant wherein the leads were removed.

Manufacturer narrative:
Sc-2218-50 (sn: (B)(4)). Device evaluation indicated that the complaint was not verified. Electrode number six was flattened by a surgical tool and electrode number three was open in the distal array. Since the distal array exhibited extensive explant damage, it is not considered a failure. Sc-2218-50 (sn: (B)(4)). Device evaluation indicated that the complaint was confirmed. The lead would not be retrieved from the ipg port b as contact number eight was flattened by the setscrew. Continuity test found electrode number eight was also fractured. Since the lead was not fully inserted inside the ipg header it would be the source of the impedance anomaly and ineffective therapy.

Event description:
A report was received that the patients was experiencing inadequate stimulation. It was also reported that the patient was having high impedances on the leads. The patient underwent an explant wherein the leads were removed.

Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 282628, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patients was experiencing inadequate stimulation. It was also reported that the patient was having high impedances on the leads. The patient underwent an explant wherein the leads were removed.